Event description:
It was reported that review of a smart pass episode, which was disabled due to variable amplitude qrs complexes, showed this electrode delivered an inappropriate shock due to triple counting p, q and t waves. It was suspected the shock was due to a specific posture of the patient. The health care professional (hcp) reprogrammed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) to alternate vector, and smart pass was programmed back on. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service, and the patient will continue to be monitored with normal follow-ups.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of a smart pass episode, which was disabled due to variable amplitude qrs complexes, showed this electrode delivered an inappropriate shock due to triple counting p, q and t waves. It was suspected the shock was due to a specific posture of the patient. The health care professional (hcp) reprogrammed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) to alternate vector, and smart pass was programmed back on. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service, and the patient will continue to be monitored with normal follow-ups.